Event description:
This is a report from a denmark facility regarding colleague triple channel pump on which channel c failed during a patient infusion of nor-adrenaline on an unknown date. Nor-adrenaline was infusing at 8 ml per hour when the patient monitor gave an alarm for hypotension and the map (mean arterial pressure) dropped from approximately 80 to 50. The nurse noted that the display for channel c no longer stated nor-adrenaline but dopamine and the pump was infusing 1 ml per hour instead of 8 ml per hour. Dopamine had been infused previously to this patient. Additional information received on 14 july 2009: the patient was hospitalized in the intensive care unit (ICU) with sepsis, cardiac dysfunction and was on a respirator. The patient's current status is not known.

Manufacturer narrative:
A request for the return of the device has been made. Should the sample be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.